Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: evaluation revealed that a scratch was marked on the serial label. The battery compartment crack found below grip pad to the case seal and also observed crack along left side to the grip pad. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on 02/10/2015.